Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient received treatment with manual injection and bolus, and the event resolved. No further information is available.